Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had started rejecting new batteries recently, scrapes and dings in the casing and rewind sounds like it was hiccupping instead of steady sound like it used too. Customer states the insulin pump sometimes receiving random and unexplained no delivery alarms, act button was sticking and not responsive had to hit twice to get it to respond. The device will not be returned for analysis.